Event description:
It was reported that dislodgement and low sensing were observed. Lead repositioning was attempted but was unsuccessful. The lead was explanted and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.